Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented in clinic for assessment for a lead revision. Undersensing was observed during dft testing and ventricular post-sensed t wave oversensing that resulted in inappropriate atp and hv therapy. There was intermittent undersensing of r waves. The patient had variable r waves in clinic during the assessment.